Event description:
Patient had surgery performed on (B)(6) 2012 where spinefrontier's elift system was implanted. During this surgery too much demineralized bone matrix (dbm) was packed into the implant prior to implantation. This excess of dbm caused the implant to jut out laterally, requiring a surgical revision to remove the implant with excess dbm. The revision surgery took place on (B)(6), 2012 where the implant was removed, and dbm was packed into the void.

Manufacturer narrative:
The elift implant was not returned to spinefrontier by the surgeon, and to the best of our knowledge it was discarded. The malfunction of the device was not design related. It appears that it was the result of the user packing too much dbm into the implant, which caused the uneven implantation of the device. If there had not been too much dbm packed into the implant there may not have been a need for revision. The revision to correct this appears to be the result of the initial overpacking of the dbm into the implant.